Event description:
The customer reported that the unit was in use on a patient, the unit intermittently generated "leak in iabp circuit" alarms. The patient was switched to another unit and therapy was continued. No patient injury was reported.